Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent. There was dried blood seen within the sheath. The coil delivery wire was seen to be broken fractured. The device would not advance through the sheath. Upon retracting the device out of the sheath the coil stretched and detached during analysis. A functional test determine that he device was flushed but could not be advanced in the introducer sheath and the device had to be retracted out of the sheath. The coil introducer sheath fails. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The coil delivery wire was kinked bent and broken. And, the coil was causing friction in the introducer sheath. The as reported can be confirmed. The as reported, coil in catheter friction as well as the as analyzed, coil introducer sheath friction will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed, coil delivery wire kinked bent and coil delivery wire broken/fractured during use will be assigned handling damage as it appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was initially reported that during the embolism of pcoma aneurysm, a guide wire and microcatheter were used to delivered the a coil (subject device) to target site. However, the subject coil experienced friction at the proximal of the microcatheter and could not be advanced out of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the returned device found that the coil delivery wire (subject device) was found broken/fracture during use. There were no clinical consequences to the patient reported as a result of this event.